Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, the battery gauge not displaying accurately leading to the pump shutting down, and the pump touchscreen was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to be contacted by tandem technical support, therefore no additional information could be gathered.